Event description:
It was reported that shaft break occurred. A 135/10 renegade hi-flo kit was selected for treatment, but it was unable to let other devices cross. Based on the received photo of the complaint device, it was noted that the shaft was broken. Another of the same device was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
G1 - MFR site zip/post code: (B)(4). Device evaluated by MFR.: device was received for analysis and underwent a visual and microscopic examination. Inspection revealed that the device had a shaft kink and stuck adapter 54.5cm from the hub along with a shaft fracture/stretching located 27.5cm from the hub which was shown in a media that was returned in the form of a photo. The complaint was confirmed for issues due to shaft damage.

Event description:
It was reported that shaft break occurred. A 135/10 renegade hi-flo kit was selected for treatment, but it was unable to let other devices cross. Based on the received photo of the complaint device, it was noted that the shaft was broken. Another of the same device was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Ga - MFR site zip/post code: (B)(6).